Event description:
During a cardiac catheter review of a pt through the groin using the duett sealing device, blood flow was shut off to the pt's femoral artery. The performing physician informed rptr that the pt's kidneys shut down and the pt was in the state of imminent death. Hosp reported adverse event of occlusion/thrombosis of femoral artery.